Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
When the insert was cast, it was not fixed and the locking wire came off. A new implant was taken out just in case, and the insert with the dislodged wire was not used.

Manufacturer narrative:
An event regarding disassociation involving a triathlon insert was reported. The event was not confirmed. Method & results: product evaluation and results: visual inspection: visual inspection of the returned device indicated that the device was in like-new condition. The locking wire remains assembled to the polyethylene insert and appears undamaged. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the locking wire disassociated from the insert during insertion. Visual inspection of the returned device indicated that the device was in like-new condition. The locking wire remains assembled to the polyethylene insert and appears undamaged. Further information such as photographs/video of the event as it occurred are needed to investigate root cause. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
When the insert was cast, it was not fixed and the locking wire came off. A new implant was taken out just in case, and the insert with the dislodged wire was not used.